Event description:
In (B)(6) 2012, a patient was implanted with two ti elastic nails for a left femur fracture. In (B)(6) 2012, the patient presented to a different surgeon in another facility complaining of pain and a bowed femur. Examinations and x-rays showed a loss of reduction, non-union of the femur, and bending of the elastic nails. In (B)(6) 2012, restrictions where prescribed for use of crutches and non-bearing weight. On (B)(6) 2013, the patient returned to the operating room and the elastic nails were removed and replaced with antegrade lateral femoral nails. The patient is reportedly recovering well. This is 2 of 2 reports for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Review of the design history file and risk analysis showed there is a frequency of less than (B)(4) of this reported event. Factors that may contribute to non-unions include implant selection for size and type or patient non-compliance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported as approximately (B)(6) 2012 without a lot number the device history records review could not be completed. The product investigation is currently in the evaluation process. A manufacturing evaluation revealed the following: because of the damage to the part, no accurate measurement can be made other than the diameter and the raw material. This complaint is deemed indeterminate.